Event description:
Customer reported that the device is allowing flow that is faster than what they set it for, including continued dripping when the flow regulator is turned completely off. A note with returned sets stated "doesn't work". There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected device has been received and the evaluation is pending. A follow up report will be submitted once the investigation has been completed.